Event description:
Healthcare professional reported " an unknown side rupture". The device has been explanted.

Event description:
Heath care professional reported, "rupture". This record is for the right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified, creases fold, opening curved on posterior and underweight. A visual and microscopic analysis was performed which identified, opening crease sharp on posterior, stress marks and wear abrasion. Based on the device analysis, the final assessment is: an opening crease sharp on posterior assessed, as fold flaw opening.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported " an unknown side rupture". The device has been explanted.